Event description:
It was reported that the procedure was to treat a totally occluded lesion in the mid right coronary artery (rca) with heavy tortuosity and mild calcification. Pre-dilatation was performed with a 2.5 x 15 mm trek balloon in the mid rca to the atrioventricular branch, into the posterior descending artery (pda), and an unknown promus stent was implanted in the distal rca. Intravascular ultrasound was performed and a dissection was noted in the pda. Another promus stent was used to treat the dissection successfully, and complete the procedure. There were no additional adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: route, xtr, miracle3. Guide cath: 8f jr3. There was no reported product deficiency and the product was not returned. Dissections are known adverse events as listed in the trek instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.